Event description:
A facility representative reported that, after the implantation of intraocular lens, the patient experienced, halos, glare and floaters. Hence the lens was explanted in a secondary procedure and replaced with non company lens. The patient's issue was resolved and the prognosis was excellent. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned adhered to the inside of a sample container. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No other observations. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).